Event description:
The customer reported that during administration of xgeva injection for patient in ita, at near end of injection noticed a couple droplets of medication escaping at the connection site of syringe and needle hub. After patient left, a new syringe was filled with water and tested again to make sure the needle had been secured correctly and same issue occurred. There was no patient harm reported. Additional information was provided by the customer and it was stated that an orange standard luer lock syringe was being used with the safety needle during the reported incident.

Manufacturer narrative:
See section h4 for device manufacture date. The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 04/06/2021. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material related changes related to the reported condition for this product or describe changes that occurred. A review of the machine setup was conducted and there were no issues. A review of the manufacturing equipment was performed as part of this investigation. The review found no issues with the equipment or process related to the reported condition. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leaking. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during administration of xgeva injection for patient in ita, at near end of injection noticed a couple droplets of medication escaping at the connection site of syringe and needle hub. After patient left, a new syringe was filled with water and tested again to make sure the needle had been secured correctly and same issue occurred. There was no patient harm reported.